Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer experienced vial coring while preparing two units of floseal for use. Both incidents were described as ¿a tip of diluent vial rubber¿ was observed in a syringe and diluent bottle (no further detail was provided). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. A visual inspection by the naked eye and with a microscope were performed. Reddish particulate matter was identified floating in the thrombin vial of one of the samples. The reported condition verified in the first sample. The cause of the reported condition was coring of the red rubber stopper of the calcium chloride vial. The reported condition was not verified in the second returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.